Event description:
It was reported the patient¿s ipg was inoperable, and both leads migrated. Migration confirmed by x-ray. Surgical intervention took place wherein the system was explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.